Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error detected alarm. The power management tool confirmed power error detected alarm was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump also received with moderately scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for power error detected and power loss. Customer¿s blood glucose was 5.2 mmol/l. Customer stated that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer mentioned customer was able to clear the alarm and able to rewind the insulin pump. Insulin pump will be returned for analysis.